Event description:
It was reported that the lead had no capture at 4 volts at 0.4 milliseconds. The lead was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed, and revealed that the distal conductor was fractured. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted and had cosmetic environmental stress cracking, the helix/lobe was distorted/bent, and there was blood in/on the helix/lobe mechanism.